Manufacturer narrative:
(B)(4). Investigation: the run data files (rdfs) were analyzed, and it was determined that the equipment functioned properly. During a phone conversation between the caridianbct clinical specialist and the trima operator, it was determined that the donor weight was entered incorrectly by the operator. The donor did not experience any adverse symptoms nor was any medical intervention required in this incident. A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the trima system reboot is a designed repossess to place the system in a safe state when an unexpected condition is detected. Operator error caused this incident. Conclusion: operator error.

Event description:
The customer called in to get end of run summary numbers due to a reboot on the trima system 32 mins into the procedure. While the caridianbct clinical specialist was looking up this info in the logs for the customer, she found that the weight the customer had given her did not match what was entered into the system; the donor was (B)(6) pounds but the weight entered was (B)(6) pounds. The donor did not experience any reactions and no medical intervention was performed. The customer would not provide pt identifier or date of birth info.